Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Event description:
It was reported that the flex video scope presented fuzzy image on the lens. The event occurred during inspection before use. There were no reports of patient harm.

Manufacturer narrative:
This supplemental report is being submitted to provide the results of the legal manufacturer's final investigation. Updated fields: d9, g3, g6, h2, h3, h6. The device was returned to olympus for inspection and the reported failure was confirmed. In addition, the following reportable malfunction was identified during the device evaluation: no flow. Foreign material stuck inside the nozzle. A root cause could not be identified. Based on the results of the investigation, the most probable cause is a stress problem due to component failure. Regarding the flow issue identified, it was due to the foreign material stuck. However, the cause of the presence of this object was not established. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
No additional information received from customer.